Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign objects come out of cylinder and foreign objects present in the air/water channel. There was no patient involvement.